Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the coupling head was worn and the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was ¿broken¿. It was not reported that the event occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.